Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article entitled, "improvements in survival of the nottingham total shoulder prosthesis: a prospective comparative study¿. The article addresses that 5 patients required a revision due to a dislocation. There has been no further information provided and the patients outcome is unknown.